Manufacturer narrative:
As reported, the bard/davol hydrosurg irrigator leaked irrigation fluid during the procedure. The subject product was returned for evaluation. Visual examination identified corrosion of the internal components, which was due to fluid ingress into the motor housing. Cracks and excessive rtv were identified on the motor mount allowing fluid to pass through the motor mount and down the sides of the motor to the pc board and battery compartment. Based on the sample evaluation and investigation performed, the root cause are determined to be manufacturing related.

Event description:
As reported, during an unknown procedure on (B)(6) 2021, the or staff noted that irrigation fluid leaked from the battery compartment of the bard/davol hydrosurg laparoscopic irrigator. As reported, the procedure was completed using another device. There was no reported patient injury.